Event description:
The ion robot malfunctioned mid case. The viewpoint of the screen appeared flipped according to doctor. When trying to troubleshoot the ion robot, the vendor for the ion robot was contacted. Vendor tried to assist doctor to trouble shoot the ion robot via phone call, but it was unsuccessful. The ion robot then froze and did not allow doctor to maneuver the ball and wheel in order to retract the catheter from the patient. Vendor stated via phone call to press the emergency red button to release the catheter and emergency eject. Doctor was able to safely emergency eject the robot from the patient and the patient was not harmed. Vendor stated she will come in the following day to come and assess the ion robot and will create a log of the occurrence. Doctor proceeded with the procedure just using the flexible bronchoscope and disposable fine needle aspiration and forceps to finish the case. Manufacturer response for telemanipulation systems, surgical robot, davinci (per site reporter). Manufacturer did troubleshooting over the phone with user. Arrived on site the following day after failure and repaired the system.